Event description:
1-1/2 hrs into dialysis treatment pt complained of chills with headache. T 95.8. Treatment discontinued. Maximum t 100.2. Tylenol given. Discharged home, returned next day and dialyzed without difficulty.pt has a left forearm graft as dialysis access.